Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the patient line became warped and stretched. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. Customer delivered a manual injection to address bg levels. The customer changed the cartridge and was able to successfully resume insulin delivery.